Event description:
It was reported the pt is unable to turn on sys stimulation which was functioning four weeks ago. It was also reported the pt is experiencing difficulty charging since a hosp stay in october. The pt has lost a significant amount of weight due to an unrelated illness and the scs ipg is superficial. The pt is to continue attempting to establish communication with her external devices as she is too ill to undergo surgical intervention at this time to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.